Manufacturer narrative:
One opened probe was received without a tip protector in a pouch for the report of the guillotine was not beating. It was reported that the equipment did not display any error message and there was no contact between the product and the patient, and when the probe was introduced in the trocar it did not work. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The returned sample was visually inspected and was found non-conforming with the cutter in the port and raised foreign matter ¿ possible surgical residue. Functional testing could not be performed because the cutter remained stuck in the port. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the extension. Presence of adhesive was observed on the extension. No wear marks were observed at the bend area. The piston and diaphragm are not glued together. Presence of adhesive was observed on the piston when held under uv lighting. No presence of adhesive was observed on the diaphragm when held under uv lighting. The customer reported that the equipment did not display any error message, no contact between product and patient, but that when the probe was introduced in the trocar at the beginning of surgical use the probe did not work. The complaint evaluation confirms the presence of raised foreign matter - possible surgical residue on the port. The returned complaint sample was unable to be functionally tested. However, the cutter remaining stuck in the port would contribute to the functional issue reported. The root cause for the probe not functioning properly is due to the separation of components within the probe. It appears that at the beginning of surgical use the adhesive bond failed causing the extension to detach from the inner cutter. The complaint evaluation confirmed there was insufficient adhesive on the diaphragm causing the piston to detach from the diaphragm, however, it cannot be determined from this investigation which adhesive bond caused the cutter to remain stuck in the port. A photo of the non-conforming probe was shown to all assembly personnel to make them aware of the issue and is documented on the facility¿s review training form. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of the probe not moving; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy probe guillotine was not beating when opened for use in surgery. Additional information has been requested.